Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: (B)(4) had not received samples or photos for the investigation, so the investigation was limited. In addition, a lot number was not provided. A review of complaint history and device history record review could not be conducted without the lot number. Technical service has followed up with the customer and provided mixing and clotting times.

Event description:
It was reported the unspecified vacutainer blood collection tube had missing additive and insufficient additive quantity. The following information was provided by the initial reporter. The customer "witnessed floaters. The customer is having issues with the sst tubes. The mixing and clotting times for the rst and sst tubes had floaters mostly seen in plasma tubes as white particulate matter."